Event description:
The customer reported to olympus the evis lucera elite colonovideoscope has air/water leakage from the scope connector. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a crack on the scope connector. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the flexibility adjustment function did not work due to deformation of the flexibility adjustment ring. It was also observed that the objective lens had a chip due to a handling issue. It was observed that the suction cylinder was shaved with a cleaning brush due to a handling issue. It was also observed that the control unit had discoloration caused by chemical stress due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: the scope connector, switch 1, flexibility adjustment ring, plastic distal end cover, scope connector cover, lock engagement lever, lock engagement knob, up and down knob, right and left knob, switch box, scope cover, universal cord, grip and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not clean, disinfect, or sterilize the equipment prior to requesting repair. No further information regarding the facility¿s cleaning practices were provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. There was no damage to the area where the foreign material was detected but it is likely the it remained because reprocessing was not performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.